Manufacturer narrative:
Failure analysis noted that the pump passed the displacement test, rewind, basic occlusion test, occlusion test and prime/ compromised force sensor system alarm test. They were unable to perform the occlusion test and excessive no delivery test due to the motor error alarm. The pump was received with stuck motor error alarm loop during bolus/basal delivery. The motor was tested outside and passed. The motor may have had intermittent failure that was not detected during the testing. The pump had cracked reservoir tube lip, cracked belt clip slot, minor scratched lcd window, cracked case at display window corner and scratched reservoir tube window.

Event description:
It was reported via phone call that the insulin pump alarmed motor error persistently. The customer's blood glucose reading was 260 mg/dl. The customer stated that the alarm occurred whenever he was trying to deliver a bolus. He tried 2 new sets of quicksets and reservoir but the issue persisted. The insulin pump was returned for analysis.